Manufacturer narrative:
A lumenis engineer evaluated the lumenis versapulse powersuite 100 w laser and confirming, "display is not responding". A display assembly was ordered as it was suspected to be the likely trouble source. The engineer returned and replaced the display assembly and after confirming that the system meets manufacture specifications, the system was returned to the facility in safe working condition. A review of the subject device DHR confirmed that the subject device was manufactured and tested according to relevant procedures, tested before release, and shipped according to manufacturer's specifications. The system was manufactured on 11-nov-2015 and installed at the customer's site on 22-jan-2016. A review of system risk files found the risk of system failure ((B)(4)) which has the potential to lead to ineffective treatment which may require prolonged operation or re-operation. The risk has been quantified and found to be remote, and the risk has been characterized and documented as acceptable within full risk assessment. In this case the patient was awakened from anesthesia, the procedure was cancelled and rescheduled. Although there was no report of injury associated with this event, lumenis believes that subjecting a patient to another round of anesthesia carries inherent risks, and in an abundance of caution, lumenis is reporting this event. This malfunction is a known display issue; as part of lumenis' commitment to continuous improvement, an improved display assemble was released through (B)(4). Lumenis is closing this complaint, but will continue to monitor this failure mode; complaint trending will continue to monitor per global complaint handling sop ((B)(4)) and per post marketing surveillance procedure ((B)(4)).

Event description:
A user facility reported that during a currls procedure in which a lumenis versapulse powersuite 100 w laser was being utilized, the touch screen won't respond. Unable to complete the procedure, the patient was awakened from general anesthesia and rescheduled. No report of patient complications, was received, and no report was received alleging the device malfunction caused or contributed to any change in the patient's condition.